Event description:
The customer reported that the system was arcing and the image went blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and the high voltage cable were replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.